Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the thresholds began to increase. The next day, there was intermittent failure to capture. There was also high impedance. The device was reprogrammed and a temporary pacemaker was used. The device was later replaced. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.